Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that auto reducing and high impedance issue was observed on all lead contacts. Patient was sent for imaging of their lead and implantable pulse generator and lead fracture issue was confirmed. Patient denies any traumas or falls. Lead revision procedure is anticipated in the near future. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that lead was explanted, and a new lead was implanted. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.